Manufacturer narrative:
Evaluation summary: the device was not returned for investigation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following implant of a micro-stent device, a patient experienced an elevated intraocular pressure (iop), mild pain, discomfort, and additional drops. It appears the device was slightly displaced with 'three rings showing in the anterior chamber'. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of intraocular pressure (iop) spike, pain, and migration; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative elevated iop and stent dislodgement or movement are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
It was identified the value was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).